Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8780, serial# (B)(4), product type catheter; product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Event description:
During the initial implant procedure, the healthcare provider (hcp) had difficulty with the catheter. When trying to implant the first catheter (model 8780; lot# n349339002), the needle was placed at almost a 90 degree angle which was too steep per the hcp; the hcp had difficulty advancing the catheter. When the catheter was removed, it was noted that the guide wire was sticking out one of the fenestrated holes where the drug drips out; the catheter was not used. A second catheter was used (model 8780; lot # n35064404) and when the hcp was cutting the purse string suture off (due to inability to get csf return) the catheter was inadvertently cut, so a third catheter was used and placed without difficulty. Following the implant, the patient was reported to be 'doing fine, no issues and was getting good therapy.' The device system was used to deliver hydromorphone and lidocaine.